Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via right femoral artery. The 99% stenosed and severely calcified target lesion was located in the moderately tortuous right coronary artery. A 15mm x 2.50mm emerge balloon catheter was used to predilate the lesion. The balloon was successfully inflated on the first inflation at 6 atmospheres and on the second inflation at 10 atmospheres. During the third inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via right femoral artery. The 99% stenosed and severely calcified target lesion was located in the moderately tortuous right coronary artery. A 15mm x 2.50mm emerge balloon catheter was used to predilate the lesion. The balloon was successfully inflated on the first inflation at 6 atmospheres and on the second inflation at 10 atmospheres. During the third inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned device was consisted of an emerge catheter with no original packaging and no other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).